Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Reportedly, the customer performed a pump reset to resolve the issue. There was no reported impact to the customer¿s blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.